Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was returned to medtronic's quality laboratory in 2009, is currently undergoing detailed analysis. Conclusion: review of the device history record shows that the valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. A follow up report will be filed following completion of the analysis.

Event description:
Medtronic received information that immediately following implantation of this bioprosthetic valve, the patient was in and out of ventricular fibrillation. An aortotomy was performed and upon visualizing the valve, aortic insufficiency (ai) was reportedly observed. Subsequently, the valve was explanted and another valve was successfully implanted. Upon explanting and inspecting the valve, the surgeon reported that the valve looked symmetrical and the leaflets coapted properly. There was no visible explanation for the ai.